Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "on (B)(6) 2026 at 09:00, in operating room 3, the patient underwent hysteroscopy and endometrial lesion resection under general anesthesia. During the procedure, while using the gynecological shaver, the endoscopic irrigation and suction device experienced a display interface malfunction, preventing navigation to the next screen and failing to aspirate tissue normally. The device was immediately powered off and restarted, and maintenance personnel were notified. After the restart, the device returned to the normal interface but subsequently triggered a fault alarm again. The physician changed the specimen collection method, manually using a suction canister to aspirate the tissue. "